Event description:
On (B)(6) 2012, the lay user/ reporter contacted lifescan (lfs) alleging his daughter's onetouch ultralink meter was not powering on when the patient was attempting to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a follow up call. On (B)(6) 2012 at 6am, the reporter alleged the issue first occurred. The reporter alleged the patient manages her diabetes with humalog insulin pump therapy. During the follow up call, the mss was able to determine the patient uses 42 units of humalog insulin as a basal rate over 24 hours, and adjusts her bolus doses according to carbohydrate intake or meter readings. The reporter stated that his daughter typically tests 5 times a day and her typical readings are in the ''low 200's mg/dl.'' When the alleged issue occurred, the reporter claimed the patient took her basal dose of insulin as usual, but did not use a correction bolus due to not being able to test her blood glucose. On (B)(6) 2012 in the morning, the patient developed symptoms of ''frequent urination and thirst.'' The reporter claimed his daughter did not believe them to be very severe, therefore, had breakfast as usual, and took a basal dose of insulin as usual. The reported denied seeking treatment for an acute complication of diabetes in response to the symptoms. On (B)(6) 2012 in the morning, the reporter stated they purchased a new onetouch ultramini meter, and tested the patient's blood glucose and obtained a reading of ''330mg/dl,'' and a humalog insulin correction bolus was administered. On the day of the alleged issue, the reporter claimed they did not have a back up meter. At the time of troubleshooting, the cca was able to determine there was no misuse of the product, and this was not the first time the meter had been used. The cca noted that the meter does turn on when the power button is pressed. However, the cca documented that the meter does not turn on when a new test strip is inserted. Replacement products were sent to the patient. This complaint is being reported because the reporter claims his daughter was unable to test her blood glucose due to the alleged power issue, administered less insulin than usual, and developed symptoms suggestive of hyperglycemia after the issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.